Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the tct75 device was received in good visual condition and with two cartridge reloads present. The reloads were returned fully fired and in the locked position. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
Procedure type: unknown. According to the reporter: product had white particulate matter on it. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Event description:
It was reported that during a lobectomy procedure, the device was fired on lung tissue, the stapler cut, but only had formed staples on one side of the cut line. The stapler was reloaded with a second reload and fired. The same thing happened a second time. The surgeon completed the case with a different device with green and vascular reloads. There were no patient consequences.